Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason being mentioned as overcorrection of astigmatism. It was planned to be replaced with atiol (advanced technology intraocular lens). Additional information was received by stating, change in cornea shape was observed. The iol was explanted and exchanged with an company lens in the secondary implant procedure. There was no further impact to the patient.